Event description:
Laser needed for lithotripsy case to break down kidney stone and laser operator was unable to change settings on touch screen for the joules or repetition rate settings during case. Case was done entirely on one setting that came up when it was first turned on. Kidney stone was eventually broken down into pieces and removed.